Event description:
Device 2 of 2: reference MFR. Report#: 3006705815-2017-07357-01. Follow up information identified: patient had lead revision surgery on (B)(6) 2017. Therapy was restored post-op.

Manufacturer narrative:
The reported event cannot be analyzed via laboratory testing. St. Jude medical has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2: reference MFR. Report#: 3006705815-2017-07357. The patient is implanted with two leads and the manufacturer is unable to determine which lead is liable. It was reported the patient stopped receiving effective stimulation. Lead diagnostics revealed multiple high impedances. An x-ray was taken and revealed the leads had migrated. Initially reprogramming was able to resolve the issue however surgical intervention is now pending to address the issue.